Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the patient was hospitalized. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that her daughter was in the hospital on sunday. They had put her on the insulin drip. The customer mom wants to return replacement pump. The elevated blood glucose was due to infusion sets, and not the pump. The insulin pump will not be returned for analysis.